Manufacturer narrative:
Device evaluation of battery charger was completed. The reported problem (charger faults) was confirmed. Upon investigation , the charger was resetting due to an internally shorted u300 component. The root cause of the shorted u300 component was unable to be positively identified. There was no adverse event that resulted from the damaged charger.

Event description:
A us distributor reported that a battery charger was resetting.